Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) channel and a/w cylinder was unable to be further specified. Moreover, no physical damage was observed at the material residue points, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope light guide lens is broken and has an insufficient angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the air/water cylinder and tube has foreign objects which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the light guide lens has a crack. Additionally, it was confirmed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that there was whitish foreign material found inside of the air/water tube and cylinder. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the suction, air, and water cylinders had no color. It was observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. It was also observed that the light guide bundle had breakage. It was observed that the adhesive around the objective lens had discoloration. It was also observed that the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.